Manufacturer narrative:
(B)(4).

Event description:
It was reported trough remote transmission that fast rate response was observed. The patient presented pacemaker-mediated tachycardia episodes. Programing changes were suggested. No further information was provided.